Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The software was updated to resolve and prevent the issue. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation system being used during a catheter placement procedure. It was reported the user was not getting a projection on their stylet. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact on patient outcome.